Manufacturer narrative:
Three photos were shared by the customer, first two photos showed a leak that caused chemotherapy spill, and the third photo showed the blue clave of the primary set. No additional damage or anomalies are observed. The complaint of chemotherapy leakage can be confirmed based on the photos shared by customer. However, since no product sample was returned for investigation, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was not reviewed, as no lot number was provided.

Manufacturer narrative:
Device photos were provided for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a chemolock generated a leak during patient use. The reporter stated that the leaking of chemotherapy was noticed between the chemolock port cl2100 and chemolock injector cl2000s. There was no sample return available to be tested, the sample was discarded. There was no same lot device sample available and no mating device available to be tested. Sample photos were provided; the first two photos showed a leak that caused a chemotherapy spill, and the third photo showed the blue clave of the primary set. There was no blood loss, no unprotected chemo exposure, no delay in critical therapy, no med/surg intervention required and the device changed out/replaced with no further problems encountered. There was no patient harm reported.